Manufacturer narrative:
B4:09sep2021. The device was received by the philips bench repair. An evaluation was performed by the bench technician and the reported issue was confirmed and traced to a faulty oxygen solenoid. The bench technician replaced the oxygen solenoid to resolve the reported issue. The device passed performance verification testing. Following the repair, the device was returned to the customer to be placed back into service. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
Date of report: 06aug2021. There was no patient involvement.

Event description:
It was reported to philips that the device had an oxygen failure. The device was not being used on a patient at the time of the event. There was no report of patient or user harm.